Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient elected to have their drg system explanted. During the (B)(6) 2024 procedure, one of the leads fractured and was left partially implanted. As a result, surgical intervention may be undertaken to remove the remaining lead.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(6), serial: n/a, batch: ab2421.